Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge reading went low and then jumped to the current reading. The customer stated that the current reading was correct. The customer's blood glucose level was 98 mg/dl.